Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary testing revealed a no output condition when device was programmed vvi 60 bipolar. Ats testing revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires explant. Analysis of the automatic lead diagnostic data revealed the right and left ventricular leads measured an open on (B)(6) 2010 which coincides with the explant date.

Event description:
The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.